Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The customer indicated that the device in question is not available for investigation. A review of the device history record is pending.

Event description:
The complaint/event involved a clave¿ neutral connector. Once a computed tomography (CT) scan injection occurred, the blue hub became unscrewed from the inserted IV (intravenous) line. Beforehand, the IV was tested in the hallway and deemed ok for a CT scan. After the issue occurred, the IV was then fixed and cleaned up and the CT was completed. This caused the CT scan to be delayed by 15-20 minutes for the patient. This issue happened a few times during or after use. There was no report of human harm. This emdr reflects one of two occurences of the same failure mode with no other specific information than has been described.